Manufacturer narrative:
Revision surgery reported on medwatch report 1043534-2018-00003. All new information will be on 1043534-2018-00003.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation however films were supplied for review. Film analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent an ankle replacement surgery. Allegedly, sometime post-op there was tibial tray subsidence. The surgeon ordered labs to rule out infection since the patient had no issues with wound healing, swelling or pain. The labs came back normal. The patient will undergo a revision surgery, however at this time the date is not set. The patient is asymptomatic at this time.